Event description:
Varian medical systems treatment planning system has a software defect which resulted in a dynamic multileaf collimator to be dropped from the treatment fields when moved from planning to record & verify database system. Result in a higher dose per fraction than intended for six fractions. Human oversight caught the prblem and pt treatments were corrected and adjusted to bring biological equivalent dose to an effective tumor control dose. Clinical outcome is equivalent to similar types of treatments since it was caught early in treatment cycle. Pt did not suffer any serious injury as a result of this software defect. Pt and manufacturer were alerted to problem within 24 hours of discovery.